Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead exhibited high impedance. The lead was not used, and another lead was placed. No patient complications have been reported as a result of this event. It was further reported that the initial lead had continuous high impedance readings through the analyzer at multiple locations. The active lead was replaced with a passive lead and it also had high impedance readings. The analyzer was changed out and the situation resolved. The analyzer is expected to be returned for service.